Event description:
After patient was transferred into wheelchair via hoyer lift by two assistants, the resident adjusted her weight and suddenly slid forward off the seat of wheechair. This incident resulted in a fracture to femur and resident is hospitalized for treatment, in traction. The seat of the wheelchair was found to be unsecure, clapms were secure in the front of chair, but not in the rear of seat. When pressure was applied to the front of seat the rear lifted. The chair was repaired by adjusting rear clamps.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: mechanical problem. Conclusion: device was out of spec in a manner that relates to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device repaired and put back in service. Invalid data - on device destroyed/disposed of status.